Event description:
Reportedly, a 27mm valve was explanted after an implant duration of approximately 4 years and 8 months (56.53 months) due to mitral regurgitation (mr). The customer reported a perimount plus valve, model 6900p27mm, was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) led by infective endocarditis (ie) on (B)(6) 2008. The bioprosthetic valve was implanted since the patient wanted to get pregnant at age of (B)(6). Six months later, central leakage of the valve was observed. On (B)(6) 2012, the valve was explanted and replaced with a mechanical valve. Calcification on one of the leaflets was observed. The patient status was listed as recovered as of (B)(6) 2012. The device will not be returned for evaluation because it was discarded at the hospital. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded at the hospital. No echo will be provided. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. This device was explanted for mitral regurgitation. In this case, calcification of one of the leaflets was noted at time of explant. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.